Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/14/2015. The fse confirmed the leak was caused by disconnected tubing at vl46b at the luer lock. However, the tubing was re-connected by customer prior to the fse's arrival onsite resolving the leak. The fse verified the connection and performed a preventative maintenance procedure (pmb). The repairs were verified per established procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported approximately four ounces (4 fl. Oz.) Of uncontained clear, colorless fluid leaked from the front of a coulter lh 750 hematology analyzer while cycling patient samples. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.